Event description:
Carelink transmission recorded high atrial bipolar lead impedance measurement of 3059 ohms on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).